Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 492 mg/dl. To address bg levels, the customer indicated insulin would be delivered via manual injections, and that their health care provider would be consulted regarding managing bg level. 5 hours later, the customer called back to report a bg level of 47 mg/dl. The customer indicated due to not having manual injections, the customer delivered too much insulin using cartridge syringes. The customer consumed coffee and ate an english muffin to address bg levels. In addition, it was recommended that the customer consult with health care provider regarding backup supplies.

Manufacturer narrative:
The failure investigation has been completed. No failure identified for the low bg event.